Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed proximal thigh pain due to soft tissue irritation from metalwork and underwent removal of the metalwork approximately 2 years and 5 months post-implantation. The patient¿s symptoms resolved following removal. Attempts have been made and no further information has been provided.